Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error by reviewing the patient result printouts; however, the fse could not replicate the issue as it was intermittent. The fse cleaned the detector due to debris on the lens. The fse replaced the substrate syringe and wash syringe bush then performed daily check, quality control (qc), and precision; all results were within specifications. The aia-900 met performance specifications and returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 24may2018 to aware date 24jun2019. One other similar complaint was identified during the search period. The aia-900 operator's manual states the following: low value: the concentration is lower than the value of ref.l (the lower limit concentration of the reference range) of the analyte concerned (including the <l or the do flag in the case of the competitive assays). The probable cause of the reported issue is attributed to dirty detector lens and worn substrate syringe.

Event description:
A customer reported free thyroxine (ft4) patient results of <l (low) were generated on the aia-900 analyzer. Upon retest, ft4 patient results were higher. The initial results were released to the physician. The physician questioned the results as the data did not correlate with the clinical presentation. Upon retest, the results correlated with the clinical presentation and were submitted to the physician. The customer reanalyzed all patient samples with <l results. It is unknown how many patients were involved. The customer uses a no-gel tube then spins and separates the serum to a transfer tube. The samples are frozen and run twice a week. The samples are brought to room temperature then mixed prior to loading on to the analyzer. The customer requested service. A field service engineer (fse) was dispatched to address the reported issue. There was no indication of patient intervention or adverse health consequences due to this event.